Manufacturer narrative:
UDI number: ni. The reduction screw remains implanted so it is not available for evaluation. Based on information provided by the reporter, the incorrect instrument is used to hold the reduction screw in place during closure top installation. Testing using a reduction screw retained by the manufacturer found this allows the tulip of the reduction screw to splay open and the closure top to cross-thread within the tulip so that it does not tighten appropriately. The labeling was reviewed and does provide instructions related to the correct instrumentation to use with the screw. Reference report 3012447612-2018-00897.

Event description:
It was reported that the closure top gave a premature feeling of being final tightened into place, before it was fully installed. The rod was further reduced and the closure top was final tightened to complete the procedure. There were no patient impacts reported in association with this event. This is report two of two for this event